Event description:
The patient reported loss of therapy. Additionally, a possible fracture of the neurostimulator was reported. Several attempts were made to change the programs on the transmitter assembly without success. An explant procedure was performed on (B)(6) 2025 and the patient will be implanted with a new device. However, a date was not provided.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, never achieving therapy, implanting the device off-label, not performing an x-ray immediately after the procedure to confirm placement, migration, inadequate fixation, and no attempts to change the programs on the transmitter assembly have been ruled out as potential causes. Additionally, the patient does not have any non-curonix devices implanted, severe force applied to the implant (fall, accident), and excessive twisting, bending, or stretching have been ruled out. The explanted neurostimulator was returned for investigation. The investigation found circuit failure. The device failed the automated functional test on stimulator verification unit (tf-0029) and system failure was confirmed. In addition, there was evidence of liquid ingress (i.e. Efflorescence, oxidation) and the electrode wires were damaged due to corrosion. The stimulator is used to treat pain. The cause of the loss of therapy is due to circuit failure as the device failed the automated functional test (failure). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.